Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and determined that wireless foot switch did not work. Fse found the cause of the problem was wireless foot switch not being available is found to be battery not holding its charge. Wired footswitch or hand switch can still be used when available. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur.  This complaint is not related to the connection issue, but it was related to the battery not holding its charge. Based on the investigation results, philips concludes that the complaint is not reportable. The gdt has been updated to not reportable.

Event description:
It has been reported to philips that there was an issue with the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.